Manufacturer narrative:
(B)(4). The main printed circuit board assembly was returned to carefusion for investigation. Carefusion failure analysis lab evaluated the device, and on power-up noticed multiple error codes in the event log namely: ¿post dac or adc error and 24v power supply voltage low¿. The unit was also alarming vent inop. The main printed circuit board was removed and the resistor was replaced with a new one. Once the resistor was replaced, the issue resolved, and there were no other anomalies. Findings/root-cause: reported problem was duplicated and isolated to a bad resistor.

Event description:
This event was reported by a distributor in (B)(4). The distributor reported the following : "the hospital staff called in imi field service that vent inop went off during patient use .(sw 03.02.00) 10:00am, start surgery in the hybrid operating room, the patient was on pcps. 10:13am, circuit disconnect and o2 range error went off. 10:15am, vent inop went off, and the doctor has substituted this to anesthesia machine for ventilation. (B)(6) 2015: we were told the patient passed away after the incident, but they assume there is no relationship between patient death and this incident. However they are willing to report this to (B)(4). (B)(6) 2015 incident report was reported to (B)(4) by the hospital."